Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified arteriovenous graft. A 6.0 x 100, 75cm mustang was selected for use. During the procedure, the balloon ruptured upon second inflation at 15 atmospheres within 1 minute. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.